Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable. Model epk-3000-us is available in the USA with a 510k number k172156.

Event description:
The image becomes dark during use. Similar failure occurs with two scopes. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the process pcb defective. Based on the result, we concluded that it was caused due to an excessive shock applied on the process pcb. In addition, we confirmed that xenon lamp was worn out; however, it is not the main cause, and/or irrelevant to the alleged complaint. Correction information: g6: follow up #1. H6: coding changed based on the investigation result.